Event description:
User reported device shut down while on a patient. Back-up device was employed with no injury to patient. User noticed that the device shut down occurred when he plugged in a portable ultrasound machine at the same outlet.